Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The customer reported via phone that there were metal shaving's coming from their 4.0 aggressive blade during a shoulder arthroscopy procedure. All debris was removed with another shaver using the irrigation. The case was completed with another like device. There was no adverse patient consequence or delay reported. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the device revealed no anomalies in both the outer and inner hub shafts. Further microscopic inspection revealed minor nicks on the distal tip of the outer shaft which will not result for metal shaving. Also, the device does not show any kind of physical damage which would results in metal shaving. A device history review has been conducted and the results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution a definitive root cause could not be determined at this time for the reported failure. It is possible that the device may have hit a hard surface, causing the minor nicks. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The customer reported via phone that there were metal shaving's coming from their 4.0 aggressive blade during a shoulder arthroscopy procedure. All debris was removed with another shaver using the irrigation. The case was completed with another like device. There was no adverse patient consequence or delay reported. The device will be returned for evaluation.